Manufacturer narrative:
(B)(4). The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this atrial lead was exhibiting noise, sensing issues and elevated pacing impedance measurements. A stylet was inserted into the lead and it was discovered that the inner conductor was fractured. The location of the fracture on the lead was under the clavicle. The physician decided to keep the lead as this patient only paces in the atrium approximately 8% of time. The stylet wad cut and smoothed down at the terminal pin. Impedance, sensing and threshold measurements were within normal limits with the stylet in the lead body. No adverse patient effects were reported.